Manufacturer narrative:
Other, other text: additional information h6, h10. This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. The root cause of the issue was due to normal wear as battery pack was over 4 years old. Correction: no causes or potential causes of the customer's reported problem were found during the review of service and repair records, corrected data: d1, h10.

Manufacturer narrative:
Device evaluation results: one medfusion 4000 pump was returned for investigation in used condition with a non-smiths medical top case and visible contamination by the l bracket pole clamp. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The reported problem "battery communication" was not found in the device event log. However, the "battery not working error message" was found in the event log several times. Biomedical diagnostics was used to monitor the battery status. Battery level was "0". The customer reported product problem "battery communication time out error" was unable to be duplicated upon power on start test but the battery pack was over five years old and was confirmed to need replacing. The battery was replaced and the device passed all functional and delivery tests.

Event description:
It was reported that a smiths medical pump alarmed "battery communication error" and exhibited power issues. Per reporter the was no patient involvement.